Event description:
During incoming inspection the device powered up without display. There was no pt involvement in the reported malfunction.

Event description:
During incoming inspection the device did not power up. There was no patient involvement in the reported malfunction.